Event description:
Related manufacturer report number: 3006705815-2022-16971. It was reported that the patient experienced lead migration and surgical intervention was undertaken on (B)(6) 2022 in which the lead was explanted and replaced. After the surgery, the ipg lost the ability the communicate with the external devices. Surgical intervention is pending to address this issue.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The report of inoperable ipg was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. This issue can occur when the device is exposed to an external energy source outside the device handling and storage requirements. Once the device has entered into the service application state, the cp will be inhibited from programming the device into the therapy application state. Per the event details the ipg lost the ability to communicate with external devices during a lead repositioning procedure, where a surgical cutting device was used. There is guidance noted in the clinicians manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system.